Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. 3 photos were received for this complaint. The 3 photos show 3 screenshots of the complaint batches catalog and batch numbers. No broken catheter can be seen from the photos provided, no sample was received. If there was a sample received, the broken catheter can be investigated to determine its cause, the complaint will be re-open when there is a sample received. The complaint trend will be monitored.

Event description:
When dressing was being taken off patients arterial line started to bleed. Pressure applied and nurse called for help. On removal of the gauze when bleeding stopped it was noted that the arterial line had snapped and retained within the patient¿s artery. The patient had to be returned to theatre to have this removed under local anaesthetic

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke/separated after placement. The following information was provided by the initial reporter: when dressing was being taken off patients arterial line started to bleed. Pressure applied and nurse called for help. On removal of the gauze when bleeding stopped it was noted that the arterial line had snapped and retained within the patient¿s artery. The patient had to be returned to theatre to have this removed under local anaesthetic.

Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. 3 photos were received for this complaint. The 3 photos show 3 screenshots of the complaint batches catalog and batch numbers. No broken catheter can be seen from the photos provided, no sample was received. If there was a sample received, the broken catheter can be investigated to determine its cause, the complaint will be re-open when there is a sample received. The complaint trend will be monitored.

Event description:
When dressing was being taken off patients arterial line started to bleed. Pressure applied and nurse called for help. On removal of the gauze when bleeding stopped it was noted that the arterial line had snapped and retained within the patient¿s artery. The patient had to be returned to theatre to have this removed under local anaesthetic.